Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number of the autotome; therefore, the lot expiration and device manufacture dates are unknown. Medical device problem code (B)(4) captures the reportable event of wire anchor dislodged.

Event description:
It was reported to boston scientific corporation that an autotome device was used in the duodenum and main bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the wire anchor was dislodged. It was reported that "the blue portion became compromised, and the wire could not exit the tome" and no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.